Event description:
The facility's biomed engineering dept reported an infusion pump with an 812:02 failure code that was found during biomed testing. Info was not available regarding whether or not the failure occurred during pt use. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.